Event description:
It was reported via repair work order that the cot handle at the foot end was broken with reported sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.